Manufacturer narrative:
Insulin pump had an intermittent button response due to slight moisture damage to keypad traces. No button error alarm noted. Insulin pump had a cracked reservoir tube lip, cracked lcd window, cracked battery tube threads and cracked case near lcd window corner.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 350 mg/dl. The device was splashed by water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).